Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's reported "b30 error" could not confirmed. The root cause could not be determined. Three attempts were performed to obtain the product return, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac offered to help troubleshoot the issue. The customer declined and requested an olympus field service engineer (fse). An fse was dispatched, and while at the facility, the customer decided to not have the fse correct any issues and instead opted to return the device to an olympus repair facility. The device has not yet been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that she was receiving a b30 scope communication error on her olympus evis exera iii xenon light source. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.